Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and the right ventricular (rv) lead exhibited high out of range shock lead impedance measurements greater than 125 ohms. A gradual increase in the rv shock impedance measurements from 60 ohms to around 137-140 ohms was noted over the past year. No noise was observed on the shock channel. Boston scientific technical services (ts) discussed the possible causes and provided troubleshooting options. Subsequently, a copy of the device memory was sent for analysis. Additional information indicated that no intervention is planned at this time. The system remains in service. No adverse patient effects were reported

Event description:
Additional information was received indicating that a lead extraction was performed due to a consistent high out-of-range shock impedance measurement greater than 150 ohms on the right ventricular (rv) lead. Subsequently, the patient was dealing with a decease not related to device. The system was explanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
Analysis was performed on the submitted copy of the device memory. Calcium deposits within the pocket or calcification of the distal coil, which may develop over time, was seen as the potential cause of the observation. However, analysis on the available data was unable to definitively identify which electrode was causing the observed increase in shock impedance measurements. If additional information regarding the event becomes available, this report will be updated.